Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus asked the customer about the condition at the time of the event, the presence of the patient, and the outcome of the procedure, but did not receive an answer. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by user handling because foreign matter that appeared to be a clip remained on the instrument channel. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The inspection of the device by (B)(4) also confirmed followings; suction worked but was weak. The adhesive on the bending section rubber was cracked and loose. The insertion tube was wrinkled. The distal end was damaged. The light guide lens was heavily cracked. The distal end cover was deformed. The angle of the bending section could not be fixed. The angle range of the bending section was insufficient. The instrument channel was scratched. The channel mount was scratched. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that a foreign object came out of the suction channel. The foreign object appeared to be a part of forceps valve and/or endoscopy accessories. The suction channel was clogged. Before this event was found, a customer reported problems with the device's suction system or air / water flow. There was no report of patient injury associated with this event.